Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and external ram crc error. The customer's blood glucose level was unknown at the time of incident. The customer reported a high pitch sound and when the battery was out the screen stayed frozen. The customer states when the battery was put back in started high pitch sound and alarms were received. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No frozen screen, audio/beep anomaly or button error alarm noted. Unit time/clock moved. Unit had unresponsive, bolus express, esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify unexpected restart, external error alarms and unexpected restart alarm after change battery due to unresponsive button. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.